Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was not functioning as expected. Reportedly, the wake button has become difficult to function. Troubleshooting with tandem technical support was performed. The device still turns on when plugged into a power source. Customer stated that blood glucose level has been impacted but could not provide a blood glucose level value.